Manufacturer narrative:
The event occurred at the (B)(6). Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 64 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file showed that the pump speed had decreased from 8200rpm to 7500rpm during the night and a few hours later, the pump speed fell to 3000rpm. The lvad system was then connected to external batteries. The x-rays of the driveline were reportedly unremarkable, and an echocardiogram did not reveal any reported device issues. On (B)(6)2017, it was reported that the patient was under observation and that no additional alarms had occurred. The patient was reportedly asymptomatic.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Although, the report of low speed events and pump power elevations was confirmed through an evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. It was reported that the patient was treated with unspecified medications and remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that there was an elevation of pump power and the patient received unspecified medication. No further information was provided.